Manufacturer narrative:
There is no additional information about this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection, the device failed to power on. This is attributed to the faulty g1 board. All other functionality tested okay.

Event description:
As reported for this event, during preparation for use the device did not power on. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. Upon inspection, the device failed to power on. This is attributed to the faulty power supply board. All other functionality tested okay. Root cause for the faulty power supply board could not be conclusively determined. However, given the fact that the device has been in use for the last five years, the cause is likely aging degradation.